Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced premature battery depletion. A power on reset (por) reportedly occurred with an unspecified/unknown error code that accompanied the por. The por was not successfully cleared. The manufacturer representative (rep) and patient tried to reset/restart the device and were unable to after 4 attempts. It was reported the plan was to replace the device with a primary cell. No diagnostic testing or troubleshooting was reportedly performed. The patient¿s status was noted to be alive with no injury. No symptoms or complications were reportedly associated with the event. Additional information received reported the device was in overdischarge and the rep made 4 attempts to reset in overdischarge. It was confirmed that the error code seen with the por was unknown. It was noted that the patient discussed with the physician having the unit explanted entirely, or having the battery replaced with a primary cell. It was noted the patient was reviewing his options and would make a decision to let the physician know soon.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the patient via the manufacturer's representative (rep) reported they had mono. And lost their recharger so the device became overdischarged. An attempt was made to interrogate the device without success and as a result the device was explanted on (B)(6) 2016 which resolved the issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [(B)(4)] found the battery was overdischarged and permanently damaged. Upon further review, evaluation conclusion code and evaluation results code no longer apply to this event. Upon further review, (B)(4) also applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.